Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was 41 mg/dl. It was reported that sensor was reading at 466 mg/dl and blood glucose was actually 41 mg/dl. Customer was treated by paramedics with glucose IV. Customer declined troubleshooting and requested sensor replacement.